Event description:
Inbound. Patient reporting no disposable clamp tubing alarm. Reseating cassette, and turning pump off/on did not resolve issue, switched to backup pump with same alarm. Pre-filled cassette # 3, sent on 03/08/2022, lot 939655. Patient to switch to new cassette. No further assistance needed at this time. No further details provided.